Event description:
General report received of an unspecified number of undocumented incidents of no flow. The secondary tubing sets were connected to unspecified primary tubing sets and were being used for piggyback deliveries of unspecified medications via unspecified pumps. The customer contact reported the unspecified piggyback medications did not flow after the secondary tubing sets were connected to the primary tubing sets. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.